Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. In-house polyurethane ureteral catheters (138008) were placed in the catheter plugs of the returned sample and a 12cc slip tip syringe was used to placed water through each catheter's eye. When water was placed through the blue left ureteral catheter, water was seen leaking through the port connection. When fluid was placed through the red ureteral catheter, water was seen going through the edelman drainage eyes and the blue catheter connection point but not its own. When the process was repeated with different orientations, leakage was still observed. During evaluation, water was seen going through the catheter into the meter bag, therefore there was no evidence of an occlusion. Additional information received from moncks quality engineering and ms&s stated that the plugs made by the nurses can deform the catheter. Therefore, the sample condition was poor and the leaks found during evaluation could not confirm the reported event. A potential root cause of the reported event could be that the surface textures and/or tapers were incorrect due to which there was poor port connectivity, resulting in leakage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the bardex edelman catheter is a 5cc latex foley catheter with a lubricious coating that allows easy insertion. The catheter has two plugged adapters near the drainage funnel which will accept a ureteral catheter. The catheter can be maintained with two ureteral catheters draining into a common drainage bag. Directions for use: 1. Place ureteral catheters into desired position. 2. Insert edelman catheter into the urethra and inflate the 5cc balloon when catheter is positioned in the bladder. 3. Insert the ureteral catheters into the side ports (which are pre-slit for convenience) until the distal ends of the catheters protrude from the drainage lumen of the edelman catheter. 4. The excess length of the ureteral catheters can be trimmed off if desired. 5. Connect the drainage funnel of the edelman catheter to a urinary drainage bag."

Event description:
It was reported that a edelman catheter was placed on (B)(6) 2019 and it was noted that urine was leaking from the y-port where the urethral stent was removed. The catheter was not removed from the patient per the surgeon. The nursing staff made sterile plugs from IV cap supplies for the leaking urethral ports that were on the foley. The catheter was removed from the patient on (B)(6) 2019. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a edelman catheter was placed on (B)(6) 2019 and it was noted that urine was leaking from the y-port where the urethral stent was removed. The catheter was not removed from the patient per the surgeon. The nursing staff made sterile plugs from IV cap supplies for the leaking urethral ports that were on the foley. The catheter was removed from the patient on (B)(6) 2019. No medical intervention was reported.